Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. It was reported there was no blade retraction during the introduction of the 511sd trocars. Another device was used to complete the case. There was no consequence to the patient.